Event description:
It was reported the video system center image processor is not working. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "cv-190 image processor is not working with their tjf-q180v" was caused by a patient board set (circuit board/printed circuit board) failure , the event " intermittent noise is displayed on the image" due to failure of flat cable between printed circuit board and " front panel display is flickering intermittently" due to corroded contact pins of front panel harness. Olympus will continue to monitor field performance for this device.